Event description:
Reporter indicated that the site's handheld computer was freezing and performing very slowly. No troubleshooting was performed for the issue. Screen freezing is a known issue with handheld computers of this model, running this version of software. The device is said to have been returned to the MFR for analysis, but has not yet been received.